Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set tape not sticking event on 16-may-2024. The infusion set was in use for less than 3 days the infusion set tape was going loose during use and patient resolved it by changing the set. No further information available.